Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the programmer displayed an error during power-up, however the service disk was unable to fix the issue. The programmer was sent to a different site for repair. (B)(4).

Event description:
It was reported that the programmer displayed an error code during power-up. The programmer was returned for servicing. There was no patient involvement.

Manufacturer narrative:
Product event summary: further analysis indicated that the system error was due to a faulty printer. These parts were replaced and the programmer passed final functional and system tests.